Manufacturer narrative:
Other relevant device(s) are: product ID: 9731203, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a catheter placement procedure. It was reported that the emitter didn¿t ¿see¿ any of the trackers. A different emitter was used to proceed with the case. There was no reported delay and no impact on the patient¿s outcome.